Event description:
We received a report that a tecnis multifocal zmb00 intraocular lens (iol) was explanted after the patient complained of intolerable halos and glare. The iol was replaced with a monfocal iol. The iol was discarded and will not be returned for investigation.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.